Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was attempted to place but no location had satisfactory amplitude or threshold values despite multiple screw adjustments. The right atrial appendage placement was abandoned, and the physician custom-curved stylet was manually bent. However, during the sheath peel-off, the lead was dislodged and when attempting to reposition, the screw did not extend. There was no new ra lead implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was attempted to place but no location had satisfactory amplitude or threshold values despite multiple screw adjustments. The right atrial appendage placement was abandoned, and the physician custom-curved stylet was manually bent. However, during the sheath peel-off, the lead was dislodged and when attempting to reposition, the screw did not extend. There was no new ra lead implanted. No adverse patient effects were reported.